Manufacturer narrative:
H11: after further review of this complaint, vyaire medical found out that this complaint only had an accessory defect and no patient was involved. Therefore, this is deemed as a non reportable complaint to vyaire medical. Please disregard and void vyaire reference number: (B)(4) under MFR report number: 3013421741-2023-00036.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the infusor, pressure, 500 ml, netted, 12/cs bag is unable to pressurize. Patient involvement is not confirmed at this time.